Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received indicated the patient passed away from cancer. No further information is available regarding the device during the study.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: radiotherapy in patients with cardiac implantable electronic devices: clinical and dosimetric aspects. Medical oncology. 2018; 35(5). Doi: 10.1007/s12032-018-1126-3. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). The article reports that the patient experienced altered sensing after eleven months from the end of receiving radiotherapy for lung cancer. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.